Event description:
It was reported "vent-dependent patient with stage 4 to right ischium, recently with increased respiratory distress/challenges with positional trach, rectal tube started to protect wound and to minimize need for side-lying during hygiene & dressing changes- mucosal ulcer noted after 1 month of flexiseal. These are all external, e.g., at the anal verge and not inside the rectum." No further information was provided.

Manufacturer narrative:
Affiliation: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 8022978.